Event description:
It was reported, "during the removal of the v-care uterine manipulator the tip of the uterine manipulator dislodged from the manipulator. It was grasped with the bipolar maryland via the surgeon. The v-care manipulator was inspected; all pieces have been removed."

Manufacturer narrative:
This is an FDA reportable incident due to sentinel event reported on medwatch 1320894-2011-00062. The device in question is available for evaluation per initial report; however, the device has not been returned to manufacturer to date. We are attempting to contact the initial reporter to retrieve the device for evaluation. When a quality engineering evaluation is completed a supplemental report will be filed. Not yet returned to manufacturer.

Manufacturer narrative:
This complaint was previously closed by conmed on (B)(4) 2011. Subsequent to closing this complaint the actual device involved in the incident was returned to conmed by the end-user. This device was delivered to conmed on (B)(4) 2012. Follows is the evaluation of the returned device. The complaint device was returned to conmed corporation for evaluation with the cervical cone and the vaginal cone completely detached from the device with the intrauterine balloon still intact on the manipulator tube of the device. The center hole in the cervical cone was slightly distorted, as if it had been subjected to considerable force. Examination of the device showed all measurements within specifications of the device. It was also noted that the pilot balloon had been distorted as if overinflated, and, it contained fluid. Adhesive application on the balloon appeared to be adequate. Per the dfu, directions for use, it warns, "do not use fluid to inflate the intrauterine balloon. Use of fluid could potentially over-distend and burst the balloon since fluid is not compressible." Examination of the intrauterine balloon revealed an air leak at the proximal end. The most likely cause of this complaint is application of force which exceeded the cervical cone/uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone and vaginal cone. User technique may have been a contributing factor. Retracting the vaginal cone in the vaginal cavity, may allow easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly. Also, the use of fluid to inflate the intrauterine balloon may have caused the leak that was observed in this balloon on examination. The risk associated with this complaint is mitigated in device's dfu which states, "swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at the present time. Conmed corporation is again considering this complaint closed.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR/lhr, device history record/lot history record, review was not accomplished for the lot number of the device was not available. (B)(4). The complaint device was retained by the risk management department of the end-user facility and was not available for return to conmed corporation for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction or defects). The most likely cause of this complaint is application of force which exceeded the cervical cone/uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the uterine balloon from the device. User technique may have been a contributing factor. Retracting the vaginal cone in the vaginal cavity, may allow easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly. The risk associated with this complaint is mitigated in current directions for use, dfu 14071, revision c, which states, "swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed. Not returned-device retained by end-user.